Manufacturer narrative:
The investigation for the reported battery failure has been completed. The console was sent back for further investigation. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 3.5 v rather than the expected 16 v and battery test showed battery1 cellv1 is ~250mv less than the other cells. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a battery failure red alarm. There was no patient involvement.